Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 120mmh2o. The valve was hydrated for about 37 hours. The valve was visually inspected: no defects were noted. The valve was flushed the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheters leak tested, a leak was noted. Review of the history device records confirmed the valve product code 82-3832, with lot cmhbjg, conformed to the specifications when released to stock in 1st july 2011. The root cause is probably due to a sharp object coming into contact with the catheter, as noted in the IFU silicone has a low cut/tear resistance, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leak from the valve was noted. No surgical delay or harm to the patient was reported. Further information would be provided as soon as jjkk receives it from the facility.